Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead was admitted to the hospital, presented with unspecified symptoms and of feeling right ventricular (rv) pacing. No ra capture was observed. The ra lead was confirmed to be dislodged. An invasive revision procedure was performed and the ra lead was explanted and replaced. No adverse patient effects were reported during the procedure.